Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: d1, e1 (initial reporter last name). H3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that scrdriver shaft 1.3/1.5 t4 self-holding had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier: (B)(4), manufacturing date: 05-oct-2022, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 665p067 (non-sterile), lot quantity: (B)(4). Eight pieces were scrapped in cell at op #40, laser mark, for laser etch-faded/voids. Four pieces were scrapped in cell at op #60, vendor tin coat, for sample-destructive testing. Production order traveler met all inspection acceptance criteria apart from the twelve pieces noted. Inspection sheet, incoming inspection, ns068071 rev j met all inspection acceptance criteria apart from the five pieces (surface finish) noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 02-jun-2022 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.22. Inspection certificate supplied to universal punch from zapp (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 30-jul-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 28-sep-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when tightening the screw, the tip of the screwdriver broke. There was no patient impact.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that scrdriver shaft 1.3/1.5 t4 self-holding had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: supplier- (B)(4). Manufacturing date: 05-oct-2022. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 665p067 (non-sterile) lot quantity: (B)(4). Eight pieces were scrapped in cell at op, laser mark, for laser etch-faded/voids. Four pieces were scrapped in cell at op, vendor tin coat, for sample-destructive testing. Production order traveler met all inspection acceptance criteria apart from the twelve pieces noted. Inspection sheet, incoming inspection, met all inspection acceptance criteria apart from the five pieces (surface finish) noted. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance (vendor machine) dated 02-jun-2022 was reviewed and determined to be conforming. Inspection certificate (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis dated (tin coat)30-jul-2022 was reviewed and determined to be conforming. Certificate of compliance (colorize) dated 28-sep-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the star drive tip was broken. Broken fragment was not returned for analysis. Additionally, corrosion was noted near the etching. The observed broken condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Potential for the found corrosion can be traced to maintenance, however, with available evidence the complete potential cause remains unknown. Refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier- universal punch / monument manufacturing date: 05-oct-2022, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 665p067 (non-sterile), lot quantity: (B)(4), nonconformance noted: n/a. Review of the DHR file: eight (8) pieces were scrapped in cell at op #40, laser mark, for laser etch-faded/voids. Four (4) pieces were scrapped in cell at op #60, vendor tin coat, for sample-destructive testing. Production order traveler met all inspection acceptance criteria apart from the twelve (12) pieces scrapped. Inspection sheet, incoming inspection, ns068071 rev j met all inspection acceptance criteria apart from the five pieces (surface finish) noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 02-jun-2022 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.22. Inspection certificate supplied to universal punch from zapp (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 30-jul-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 28-sep-2022 was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 665p067. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿adjusting the screw, breaks the screw tip¿ since there are no components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 665p067. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.